Event description:
It was reported that a catheter issue occurred.A 90% stenosed target lesion was located in the severely tortuous and severely calcified internal iliac artery. (IIA). An OptiCross HD imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during insertion, the image suddenly became black. It was noted that the air was not removed during preparation flushing. The procedure was completed using another of same device, with no adverse patient outcome reported.